Manufacturer narrative:
The field service engineer (fse) found that solenoid valve lv10 was not changing states. The fse replaced the solenoid harness for lv10 and the instrument passed startup with good control ranges on all levels. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that controls were recovering high on the act diff instrument during startup. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.